Manufacturer narrative:
The tech found that the caster was out of adjustment. He adjusted the caster to repair the bed.

Event description:
Info rec'd indicates when the brakes are activated, the brake/steer caster would still swivel.